Event description:
Caller reported that the multiclix device did not lance finger. Upon review by the investigation unit, it was found that the lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.